Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the balloon rupture could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat an un-specified lesion. The 3.0 x 40 mm armada 14 balloon catheter was advanced without issue and inflated to 14 atmospheres (atm); however, the balloon ruptured on the first inflation. The armada 14 was removed, and a new armada 14 was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.